Event description:
Healthcare professional reported a xen45 gts event described as "14 eyes had avascular blebs; unknown numbers of eyes required iop-lowering medication; 1 eye required needling which was insufficient and subsequently underwent bleb revision surgery; 14 other eyes required a bleb revision (15 eyes in total); 2 eyes had choroidal effusion of which 1 eye required healon injection into the anterior chamber", these findings were noted in the article: "matched case-control comparison of surgical success after xen45 gel stent and preserflo microshunt implantation in a caucasian population."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling. Article citation: lüke jn, dietlein ts, widder ra, et al. Matched case¿control comparison of surgical success after xen45 gel stent and preserflo microshunt implantation in a caucasian population. Clin exp ophthalmol. 2024; 1-8. Doi:10.1111/ceo.14407.